Event description:
Patient's lead fractured upon explant. Patient was referred to a surgeon for removal of the remnant as he reported pain at the location of the remnant. Antibiotics were prescribed as a precaution.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient experienced severe pain at their lead exit site after beginning physical therapy following removal of the lead. The pain was reportedly noted in response to touch and movement of their leg, impacting the patient's ability to walk. The lead was fractured upon removal and a remnant remained flush with the skin; the patient's physician reportedly believed the patient's pain was associated with the lead remnant. Imaging of the lead exit site (x-ray) was performed, and the lead remnant was noted as appearing to be lodged within muscle. Antibiotics were prescribed as a precaution; however, no additional signs of infection were reported. The patient was referred to another provider for surgical removal of the lead remnant, however it is not clear from the information available whether the removal procedure had been performed by the time of this investigation. No additional information regarding resolution of the issue was available at the time of investigation. If additional information becomes available regarding resolution, this investigation will be updated.